Event description:
It was reported during surgery that the tip of 2mm acumed drill broke. It was indicated that the surgeon did not remove the broken tip, stating it would be no harm to the patient if it remained implanted. The surgeon also stated the patient would experience more harm if they tried to remove it. Requests for additional information were made to no avail.

Manufacturer narrative:
The reported drill was not returned for evaluation. Additionally, manufacturing and inspection records could not be reviewed as the model number and batch/lot number of the drill is unknown.